Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and an obturator sling was implanted. The patient experienced pain, mesh erosion, infection, bleeding, vaginal scarring/shrinkage and exposure/extrusion/protrusion. The patient has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 mesh was implanted concurrently with vaginal vault suspension, posterior colporrhaphy due to grade 3 rectocele, vaginal vault prolapse and stress urinary incontinence. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-24307. The same patient is represented in each medwatch.

Manufacturer narrative:
Additional narrative: it was reported that patient underwent mesh removal on (B)(6) 2015 by implanting surgeon due to mesh erosion.

Manufacturer narrative:
(B)(4) ¿ urinary/bowel problems; undefined recurrence; dyspareunia. Additional narrative: it was reported that mesh was implanted due to stress urinary incontinence and pelvic organ prolapsed. Following insertion the patient experienced pain, infection, urinary/bowel problems, recurrence and dyspareunia. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.